Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a power-on reset (por) after the patient was externally de fibrillated during cardiac bypass surgery. Interrogation shows that the wireless telemetry was no longer available, disabled after the device endured the por. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.